Event description:
The customer reported the system displays a high voltage error message. No patient injury was reported.

Manufacturer narrative:
The ge service rep pulled the candle sticks from the tube and discovered arcing on the cothode side, arcing has pitted the candle stick well and tube needs replacement. The ge rep replaced / calibrated x-ray tube. The system operates as intended.